Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains in patient.

Event description:
It was reported that the patient had an artificial disc at l5-s1 implanted on (B)(6) 2007. It was removed on (B)(6) 2009 and replaced with interbody peek cage using depuy 2-screw system. On (B)(6) 2012, hardware was removed but two anterior screws remain. The patient wants the two screws removed as she has metal sensitivity causing systemic inflammatory arthritis, immune response, chronic pain, pseudo tumor by screws, positive tests for allergy to nickel and aluminum. The following mfg. Medwatch reports are being filed for the two anterior screws that are reported to be associated with the metal sensitivity and adverse reaction: 1526439-2014-11643; 1526439-2014-11644.

Manufacturer narrative:
The screw was not returned for evaluation. Review of the device history record and a 12 month review of complaint trend analysis cannot be performed as the product code and lot number are unknown. It was observed that the properties of the screw that was described do not align with a known expedium/viper screw. The screw described in this complaint features a 12 degree lordosis option or a cobalt-chromium coating which do not match any depuy synthes spine product. Without the product device, we are unable to confirm the reported issue or identify the root cause. No corrective and preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If the complaint product sample and/or more information regarding the product become available, the complaint file will be re-opened and, if returned, the product will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.